Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range shock impedance measurements were observed on the right ventricular (rv) lead. Boston scientific technical services (ts) indicated that a 1.1j shock could be performed to verify the integrity of the lead. During defibrillation threshold (dft) testing the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No changes have been made to this system. No adverse patient effects were reported.